Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 03013 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillation or overshoot. During the deflection test, a shaft out of plane condition was observed on the tip of the shaft. Noise was also heard while deflecting the catheter. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. Additionally, a kinked pull wire was identified. The shaft deflection mechanism was inoperable. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink/twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.